Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was not completely straight at the tip and deviated a little during an implant surgery. It was reported that the lead was not implanted and that another lead was used. It was further noted that no injury or adverse event occurred to the patient as a result of this event.

Manufacturer narrative:
Final analysis of lead model 3389-40 showed lead distal end bent (new out of the box).